Manufacturer narrative:
Batch review performed on 17 october 2023. Lot 2008258: (B)(4) items manufactured and released on 16-sept-2020. Expiration date: 2025-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 2 years and 5 months from the primary, the patient came in reporting pain due to feeling tightness and a limited range of motion and the cause is unknown. The surgeon performed a pcl release, synovectomy, and poly-swap (from 11 mm to 10 mm). The surgery was completed successfully.